Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a single undersensed r wave was noted during a recorded supraventricular tachycardia ( svt) episode on the ventricular channel. The right ventricular (rv) lead was reprogramed and remains in use. No patient complications have been reported as a result of this event.